Event description:
It was reported that the patient's blood glucose level rose to 14 mmol/l (252 mg/dl) while wearing the pod. Investigation of the pod found a tear in the exposed portion of the soft cannula. The device was originally reported for insulin leakage. No medical assistance was required. A new pod was applied.

Manufacturer narrative:
Fluid was found to leak from a tear in the exposed portion of the soft cannula. Because the timing and cause of this soft cannula damage could not be determined, it could not be conclusively determined if this damage contributed to the reported leaking during wear. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.